Manufacturer narrative:
MDR report #: mw5151279.

Event description:
User facility medwatch received that states the patient was experiencing dizziness with a heart rate at 30. No intervention was performed.